Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon rupture occurred. The lesion was located in the first diagonal artery. The 2.0x15mm apex monorail balloon catheter was advanced to the target lesion where the balloon ruptured on the second inflation at 14 atms. The number of atms for the initial inflation is unknown. The procedure was completed with a different device. No patient complications were reported and the patient status is good.